Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking screw was inserted deeper than expected into the bone. The surgeon removed the screw and used another same article screw with a different lot number. It was also reported that 1 plate was involved, but it was not reportable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the measurements were done according to the faa-se_500958 revision ac and also with the vicivision. Attachment drawing with measurements "measurements article#(B)(4)." The results from the measurements shows that the screw was manufactured according to the specification; all the measurements are in tolerance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.